Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective generator board. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation; the customer¿s reported issue of an e090 error code was unable to be observed during the evaluation however the error was present in the error log. The device evaluation found the generator board was defective. In addition the device evaluation also found that the outputs on monopolar are out of range due to defective high voltage power supply and generator boards. The device evaluation also found that the front panel was damaged and the cable was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the generator was giving an e090 error code. The issue was found preparation for use in a transurethral resection of the prostate procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.